Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
Customer reported defective IV tubing issue. D5 1/2nss with thiamine 100mg, folic acid 1mg, multivitamin with vitamin k 10ml was running at 50ml/hr. When the patient returned from ultrasound the pump was beeping. The PICC line was sluggish but was able to be flushed. When the door to the pump was opened there was a 1 inch bulge at the top of the silicone segment. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.